Event description:
It was reported that the patient's ipg was flipping on its side causing charging issues. Surgical intervention was undertaken on (B)(6) 2024, and the pocket size was reduced and the ipg was sutured into the pocket, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.